Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 590 mg/dl with high ketones. Cause was not known. Customer was went to the emergency room and was subsequently admitted to the hospital. Customer received intravenous fluids and insulin. At the time of the report, customer remained hospitalized and did not respond to multiple follow up attempts by tandem technical support.